Manufacturer narrative:
Philips has investigated this complaint. A philips engineer checked the system onsite and identified that the host pc failed. The host pc was replaced after which the system was returned to use in good working order.

Event description:
It has been reported to philips that when starting up the system for a stroke emergency procedure, the system could not boot up properly. The procedure was completed on another system. No harm to the patient was reported. Philips has started an investigation of this complaint.